Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2, added health professional. Information was inadvertently not included on the initial medwatch. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, olympus confirmed the biopsy channel was leaking while the user was handling the device, and water invaded the device. Due to the water invasion, abnormality of electronic parts occurred which led to the malfunction. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.

Event description:
During maintenance, it was reported the evis exera iii bronchovideoscope experienced leakage at the connector and was not connecting with the venting port of the scope. Also, an error 216 code was displaying on screen. There was no patient involvement, as this event occurred during maintenance. This medwatch report is being submitted to capture this reportable malfunction of error 216 (scope communication) displaying.

Manufacturer narrative:
The device was returned to olympus service center and was unable to reproduce or confirm the initial event of the inability to attach the leakage tester event. Due to corrosion on the plug unit, a e215 scope a communication error occurred. Additionally, the following was found: the light guide had a scratch, the plastic distal end cover had a scratch. Adhesive on the bending section cover was detached. The connecting tube had a scratch. Due to wear on the angle wire, bending angle in the down direction did not meet the standard value. The scope connector cover unit was deformed. The control unit had a scratch. The grip had a scratch. The switch button 1 had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.